Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of "8.9 mmol/l" with the subject meter and "6.6 mmol/l" on another meter, performed within 30 minutes of each other. The results fell outside the expected values for meter to meter accuracy testing. Prior to the alleged issue, the patient experience symptoms of weak and dizzy. The patient denied receiving medical treatment due to the alleged issue. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms do not meet the criteria for a serious injury. In addition, the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged results fell outside the expected values for meter to meter accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.